Manufacturer narrative:
The reported event of lead noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that internal insulation abrasion was noted at 7.2 - 8.1 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 5.5 - 5.9 cm from the distal tip. The etfe coating was abraded at this location and at 7.1 cm from the distal tip.

Event description:
It was reported that when the patient presented in clinic for troubleshooting t-wave oversensing, rv lead noise was actually observed. The lead was explanted and replaced due to lead failure. The patient was stable.